Manufacturer narrative:
The reported event of the front seal of the lv-lead came off and is stuck inside the lv-connector port was confirmed. The pacemaker was returned for analysis. Analysis revealed there was blood accumulation in the connector port zones where the front seal was inserted. The blood in these areas had a bonding effect between the inside of the connector port and the silicone surfaces of the front seal. This prevented the front seal from moving with the rest of the lead when it was being removed from the header. The front seal broke loose and remained in the header while the rest of the lead was removed. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector at the time of implant.

Event description:
Related manufacturer reference number:(B)(4). It was reported that during the explant procedure, it was noted that the sealing ring electrode of the ventricular (lv) lead connector was detached and stuck in the lv port at header. The device was explanted and replaced. The lv lead remained implanted and connected to the new pacemaker. The patient was stable throughout.